Event description:
It was reported that the programmer displayed an error message. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device powers up with an error, as a result the software was reloaded.